Event description:
The user facility reported to terumo cardiovascular systems corporation that during procedure the hercules 3 arm broke while tightening the arm. This event became associated with a signed health hazard evaluation report and subsequent safety alert, md-2015-001-c. The health hazard report was signed on december 17, 2014. No known impact or consequence to the patient. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
The investigation of this event was performed by endoscopic technologies, inc. Prior to the complaint being transferred to terumo cardiovascular systems. During this investigation, the event was confirmed. The actual sample was visually inspected upon receipt and it was found that the cable was broken. A review of the device history revealed no anomalies. The root cause was determined to be wear and tear of the cable as a result of frequent use. Over-tightening of the arm or movement of the arm can contribute to cable wear and/or fraying. Event problem and evaluation: no known impact or consequence to patient (not labeled). (B)(4). Method: actual device evaluated, visual inspection. Results: end of life problem, degradation problem. Conclusion: device failure directly cause event. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.